Manufacturer narrative:
Results: based on feedback rec'd from the quality engineer on 02/05/2015, one used sample was returned for eval. A microscopic analysis revealed the broken surface of the IV catheter has smooth edges. A review of the device history records was performed and no irregularities were noted during the mfg of reported lot number 2263130. Conclusion: a root cause for this incident could not be identified based on the provided sample. However, the hospital reported that they suspected the IV catheter may have been cut by the nurse when cutting the pt's hair. (B)(4).

Event description:
It was reported that while pulling out the needle from a bd intima ii IV catheter, the catheter broke and remained in the pt. The pt had an x-ray, but the catheter was not visualized. There was no surgical intervention reported.